Event description:
A malfunction alarm was reported by the customer concerning the pump. There was no adverse impact to the customer's blood glucose level, as it was confirmed not to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, provided instructions for future resets, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support should any further issues arise.